Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was not confirmed. A total of 6 cr femoral provisionals were returned for evaluation. Visual investigation of the returned devices showed some dents and abrasions indicative of repeated use. Cmm evaluation of this device found the device was conforming to the cmm profiles. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon noted that the femoral provisionals did not fit well and were very loose. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.